Event description:
A vns programming physician reported that his handheld computer was having screen freezes and wanted a replacement. No further information was attained about the event. The product has been returned for analysis and completion is pending.

Manufacturer narrative:
.

Event description:
Further information was obtained that the reported screen freeze was on the main screen of the handheld. An analysis was performed on the returned flashcard and the reported allegation was not verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the returned handheld. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.